Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient said they were getting a shock in their leg but it was not a constant shock. The patient said the shock was on the opposite side of the device and was right by the bone on the leg. The shock didn't radiate to other parts of the body and was all in the same spot. The patient also said sometimes when they were walking or standing the shock hit them and they almost went down. The patient said they weren't feeling stim and weren't urinating as much so on (B)(6) 2026 they increased stim from 0.8 to 0.9. The patient said the shocking sensation started on (B)(6) 2026. Reviewed option to turn stim off to see if the shock goes away. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.